Event description:
Pt reported experiencing high blood glucose (433 mg/dl) for 3-4 weeks. Pt delivered larger insulin boluses in response to high blood glucose -- as a result, her blood glucose decreased, but not as much as expected. No errors were generated by device. Pt switched to back-up device. No treatment was received for high blood glucose. Pt feels that original device is at fault for high blood glucose levels.